Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues or the type of sheath contributed to the reported event.

Event description:
It was reported that the pta balloon catheter broke during entry into the sheath. There was no reported pt injury.